Event description:
A patient in out-pt dialysis facility had a significant drop in her blood hgb while on tx. Before dialysis her hbg was 10.4. The blood sample taken immediately post tx was not able to be run due to the fact that it was hemolyzed. The first hbg that was able to be run post tx was 2.8. After investigating the possible causes of this pt event rptr found the following upon inspection of the pt's dialyzer: it was a reprocessed dialyzer that had been used on this pt 10 times. All required safety inspections of this dialyzer were performed per policy and MFR's recommendations. This was indicated by five staff signatures on this device. There was little to no clotting of the dialyzer fiber and the arterial luer lock adapter of the dialyzer had fractured. The hole where the blood enters the header of the dialyzer was less than 1 mm and jagged upon this inspection. It appears that when the gambro c-3 blood tubing part #003-410-510 (possible lot #'s 06l-15760, 06l-15740, 06l-15723, or 06l-15759) was attached or removed from the asahi aps 1050s dialyzer, lot #y54n4s-p, it caused the red plastic internal part of the luer adapter to fracture. After discovering the nature of the fracture, mfrs of the blood tubing and dialyzer were notified and arrangements were made to ship the dialyzer back to asahi for further investigation. Due to the fact that the fracture was present on the arterial blood port (or inlet side) of the dialyzer rptr is concerned that it could have been the cause of this pt event. All aps 1050's were removed from system in all three centers to ensure that no other issues occur related to dialyzer failure. This is done pending an investigation. The dialyzer in question was boxed up and shipped to asahi per their requests. Add'l: device #2 - gambro - (06l-15740, 06l-15723 or 06l-15769)